Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was not reported. The pt was hospitalized for eight days for peritonitis and another infection. During hospitalization the pt received treatment with cefazoline and amikacin (doses, frequencies, and routes not reported). Upon being discharged from the hospital, the pt continued treatment with glazidim and amikacin (doses, frequencies and routes not reported). On an unreported date (reported as recently) the pt¿s pd catheter was removed and pd therapy was temporarily interrupted. On an unreported future date, the pt¿s pd catheter will be replaced and pd therapy will be resumed. It was reported that training on proper aseptic technique for pd therapy will be repeated at the time of resuming pd therapy. Twenty days after being discharged from the hospital, the pt went to the hospital for abdominal pain; however, no infection or any other issues related to pd therapy was found. At the time of this report, the pt was recovered and apd (automated pd) therapy is ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The pt was hospitalized from (B)(6) 2014 for the peritonitis and other infection. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.